Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user performed holep(holmium laser enucleation of the prostate) with the subject device. During the procedure, the endoscopic image became pitch-dark except for the laser beam light. Considering the patient's large prostate, the user changed the procedure to tur-p(trans-urethral resection of the prostate). The procedure has been completed. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. -"7.4 using the color or brightness functions" in the instruction manual of the subject device indicates the following. "In case of the endoscopic image with wash-out when not irradiating laser while the laser mode is ¿on¿, set the laser mode ¿off¿." -omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc guessed that the subject device could not adjust the brightness with the shutter when the endoscope was very close to the subject. There is a possibility that it caused the reported phenomenon. If additional information becomes available, this report will be supplemented.